Event description:
The manufacturer received info alleging a ventilator's active exhalation valve in the pt circuit was not opening and closing properly. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.